Event description:
The manufacturer received information alleging the active exhalation verification testing had failed while preventative maintenance was being performed on the device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's proportional and three-way valves were replaced to address the issue. After replacing the parts on the device, all tests had passed on the device. The device was found to be operational.

Manufacturer narrative:
The manufacturer received information alleging the active exhalation verification testing had failed while preventative maintenance was being performed on the device. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's proportional and three-way valves were replaced to address the issue. After replacing the parts on the device, all tests had passed on the device. The device was found to be operational. The proportional valve and solenoid valve were returned to the product investigation laboratory (pil) for further evaluation. The pil installed the proportional valve on the pil trilogy evo stb and ran therapy in active mode with a test lung for approximately 1 hour without issue. Pil then tested the proportional valve on the pil trilogy evo multifunctional test station for aecm verification at pre test and aecm verification at post test and the proportional valve passed all testing. Pil concluded that the proportional valve operates as designed. The pil installed the proportional valve on the pil trilogy evo stb, then tested the proportional valve on the pil trilogy evo multifunctional test station for aecm verification at pre test and aecm verification at post test and the proportional valve passed all testing. Pil concluded that the proportional valve operates as designed. The pil installed the solenoid on the trilogy evo stb, then tested the solenoid on the pil trilogy evo multifunctional test station for aecm verification and aecm solenoid current verification at pre test and aecm verification at post test. The solenoid passed testing at post test, but failed aecm verification testing at pre test. Pil suspects that internal contamination of the solenoid caused the test failure at service. Box: h has been updated to reflect the investigation findings. Additionally, the product UDI in box: d was updated to current reporting standard.